Event description:
It was initially reported that the patient had uncomfortable stimulation from their implantable neurostimulator (ins). She had tried turning the ins off, but still was not satisfied. Additional information received on (B)(4) 2012, reported that the patient had coupling issues between the external recharger component and the ins. It was also reported that the patient had an infection. Follow-up information received on (B)(4) 2012, reported that the patient did not have an infection and no further actions were taken. Additional information received on (B)(4) 2012, reported that the patient had an overstimulation sensation and could not lie on their back or left side. The patient did not feel the overstimulation sensation when the device was turned off. Further follow up information received from the healthcare professional on (B)(6) 2012, reported that the patient did have an infection and had the entire ins system explanted. The patient outcome was reported as no injury and was doing well but continued to have chronic pain issues and was being seen by a pain physician.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger product ID: (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. (B)(4).